Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous and 75% stenosed, which may have contributed to the reported complaint. It is possible that the balloon interacted with the stent implant and/or the patient anatomy upon inflation attempt, such that it became damaged (scratched) and ruptured as a result; however, this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported rupture cannot be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconformances for this lot. The reported information received with this complaint did not indicate the presence of a deficiency.

Event description:
It was reported that the procedure was to treat a 75% re-stenosed non-abbott stent in the distal right coronary artery with mild tortuosity. The 3.0 x 15 mm trek balloon was advanced and inflated; however, a balloon rupture occurred during the first inflation of 8 atmospheres, for 15 seconds. A new nc trek balloon was used for dilatation and a xience v stent was placed to complete the procedure. There was no reported resistance during advancement or removal. There were no adverse patient effects. No additional information was provided.